Event description:
It was reported that when using the bd pyxis¿ medstation¿ es stuck on an initializing device manager screen. The customer attempted powered off and unplugged for a couple of minutes, then reconnected and powered back on. However, the station continued to return to the same screen. The station was confirmed to be online in remote support service (rss). The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) confirmed that customer resolved the issue and no further investigation required for this device. The system functioned as intended after the customer resolved the issue.